Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. FDA device problem code: 1354. FDA patient problem code: 2199. Investigation summary: one photo was received for quality investigation. The smartsite female luer adapter has separated from the body of the smartsite causing blood to leak from the device. A device history record review could not be performed on model 20558e because a lot number was not provided by the customer. Investigation conclusion: the customer complaint of the tubing being defective/damaged can be visually verified by the received photo. Root cause description: due to no physical sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the smartsite integrated tri-port tubing was defective as the cap popped off. The following information was provided by the initial reporter: "picture was taken in haste but you can see white cap popped off. Blue material does not provide a seal. Red cap did not help but it was first thing we could grab."